Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc global bl did not retract. The following information was provided by the initial reporter, translated from japanese to english: the button was pressed to activate the safety mechanism, but the needle was not retracted.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used insyte autoguard needle assembly with no product documentation to indicate the reference or lot number. Additionally, six photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit did not find any damage to the components. The unit was microscopically inspected, and adhesive was found between the grip and needle hub. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment in the adhesive dispense process, part misalignment or adhesive buildup on the nozzle. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.